Event description:
It was reported that the patient was dissatisfied with the inflatable penile prosthesis (ipp) due to inflation issue. The entire ipp was removed and replaced with new one. No further complications were reported in relation to this event.